Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Additionally, it was reported that the customer experienced continuing elevated blood glucose levels, however, specific values were not provided. Reportedly, the customer believed bg levels naturally ran high. Although requested, the customer declined troubleshooting.